Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(6). (B)(4).

Event description:
It was reported the patient had their implantable neurostimulator (ins) moved in (B)(6) 2014 to the patient¿s left side because the original placement was not ideal. It was moved because, since implant, when they would lean against the ins it felt like something was stabbing them. Additional information has been requested, but was not available as of the date of this report.